Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was found already dead. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The customer had been hospitalized 4 times in 2017 and the next of kin was suspicious that the pump was involved in their passing. The patient would go very low as they believed the pump was not working right. The customer had also received a recall letter for the loose drive support cap. The caller declined to return the insulin pump for analysis in case of litigation.